Manufacturer narrative:
Device was returned. A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. No device-related issues were identified through the evaluation of heartmate ii lvas, serial number (B)(4). The pump was returned assembled with the percutaneous lead severed approximately 4¿ from the pump housing. The remainder of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was returned unattached from the outlet elbow. The apical sewing ring was secured to the distal end of the inlet tube. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No correlations between the device and this event can be concluded as a result of the investigation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced chronic percutaneous lead (driveline) infection was reported under medwatch MFR report# 2916596-2018-00892. The referenced transplant was reported under medwatch MDR report# 2916596-2018-00891. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 8 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that during the duration of implant with the lvad system, the course was complicated by a chronic percutaneous lead (driveline) infection. On (B)(6) 2017, patient presented to the lvad clinic with increased drainage. The percutaneous lead (driveline) exit site was cultured and grew achromobacter and pseudomonas aeruginosa. As of (B)(6) 2017, there was no growth seen within the blood cultures. IV meropenem was initiated and cipro was discontinued. The patient underwent incision and drainage of driveline exit site the following day, to the depths of the left rectus muscle. The patient was discharged on (B)(6) 2017 with IV meropenem for long-term suppression and remained on meropenem until time of transplant. No additional information was provided.